Event description:
Philips received a complaint on xper flex cardio medical equipment indicating that the fractional flow reserve (ffr) measurement system integrated into the xperim flex cardio often freezes, interrupting patient monitoring during the procedure. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).